Manufacturer narrative:
Product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient was trying to get their device fixed, but they swore nothing was wrong with the machine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient had been having issues with the implant. The patient mentioned that the pain had been really bad. Before they added the adaptive stimulation, the stimulation would shut off, the remote would shut off and everything would shut off for no reason. Sometimes they would confirm that it was off and other times they would feel it go off. They activated adaptive stimulation and they could no longer tell if it was going on or off. At one point they turned it off for 15 minutes and confirmed that they were not feeling any residual stimulation and they felt it turn on very lightly in the left hip down to the knee. They checked the controller and it confirmed that the device was off but they were feeling a really light stimulation sensation. The patient was concerned about the stimulation turning on with it at a high setting as at 7 if they were not in the right position it would go into their rib cage and if they increased it to 8.2, it became hard to breathe and 8.7 they were unable to move. The patient confirmed that they did have the setting at that level if they were relaxed though and were just voicing concerns. They then deactivated adaptive stimulation and they were walking into their healthcare professional's office and they felt the stimulation go off and they saw the stimulation went to 0.0 on the controller. They had it turned off since as they were worried about it increasing randomly. Sometimes in june was when they met with the manufacturer representative (name was asked and not known) and they activated adaptive stimulation. It was occurring intermittently. No further complications were reported.

Manufacturer narrative:
Product ID 97740, serial# (B)(4), product type: programmer, patient. Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the stimulator had been turning on and off on its own. The patient had a meeting with a manufacturer representative (rep) and their doctor on the day of the report.